Manufacturer narrative:
Citation: stundl a et al. Early versus newer generation transcatheter heart valves for transcatheter aortic valve implantation: echo cardiographic and hemodynamic evaluation of an all-comers study cohort using the dimensionless aortic regurgitation index (ar-index). Plos one. 2019 may 31; 14 (5): e0217544. Doi: 10.1371/journal.pone.0217544. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding an evaluation and comparison of the hemodynamic performance and the occurrence of paravalvular aortic regurgitation in older-generation transcatheter heart valves versus newer-generation valves and the impact on patient outcomes. Severity of paravalvular aortic regurgitation and outcomes were defined according to valve academic research consortium-2 (varc-2) criteria. All data were retrospectively collected from a single center between february 2008 and september 2016. The study population included 805 patients (predominantly male; mean age 81 years), 400 of which were implanted with medtronic corevalve bioprosthetic valves and 114 were implanted with medtronic evolut r bioprosthetic valves (no serial numbers provided). Among all corevalve and evolut r patients, 187 deaths occurred between 30-days post implant and 3-years post implant. No other details were reported. Based on the available information, medtronic product was not directly associated with the deaths. Among all corevalve patients, adverse events included: permanent pacemaker implantation, stroke, myocardial infarction, major vascular complications, major bleeding, and mild-moderate-severe paravalvular aortic regurgitation. Based on the available information, medtronic product may have been associated with the adverse events. Among all evolut r patients, adverse events included: permanent pacemaker implantation, major vascular complications, and mild-moderate paravalvular aortic regurgitation. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.